Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the loading process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove the cartridge and deliver a bolus, after which the original cartridge could not be reloaded. Assistance was provided to load a new cartridge successfully, allowing the customer to resume insulin therapy and resolve the issue.